Event description:
Hill-rom received a report from the account stating the patient left head siderail would not latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the latch, pin, and spring were rusted. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the latch, pin, and spring to resolve the issue. Based on this info, no further action is required.